Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had battery failure. The customer¿s blood glucose level was 333 mg/dl at the time of the incident. Details that led to the event and add relevant information if applicable. The customer was assisted with troubleshooting. The insulin pump will not be returned for analysis.